Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The most proximal stent strut row was damaged; stent struts were lifted and pulled distally. The undamaged mid-stent crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the very tight, tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 12mm synergy¿ drug-eluting stent was advanced but difficulty approaching the lesion was encountered. After several attempts, it was noted that the edge of the stent strut was damaged. The procedure was completed with a new 3.50 x 12mm synergy stent. No patient complications were reported and the patient's status was stable and the result was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the very tight, tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 12mm synergy drug-eluting stent was advanced but difficulty approaching the lesion was encountered. After several attempts, it was noted that the edge of the stent strut was damaged. The procedure was completed with a new 3.50 x 12mm synergy stent. No patient complications were reported and the patient's status was stable and the result was good.